Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to pocket infection. No additional adverse patient effects were reported.